Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device had a partial display then a blank display. Customer's blood glucose was 74 mg/dl. Device failed the self-test. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Findings: pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected restart alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify missing segment/partial display due to blank display. Pump received with minor scratched lcd window and cracked reservoir tube lip.